Event description:
It was reported that an ilet user experienced elevated blood glucose on the pump and obtained a fingerstick value of 485 mg/dl after insulin delivery had been paused for approximately 24 hours, with the user traveling to obtain test supplies and reporting ongoing vomiting; ketone testing was advised. Symptoms included hyperglycemia with associated vomiting. Outcomes included user education and troubleshooting. Investigation included review of the reported use history and product performance based on the user¿s account. Investigation of this case revealed hyperglycemia temporally associated with a prolonged pause of insulin delivery; no device malfunction was reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.